Manufacturer narrative:
Gfe information received which indicates the device passed tests and operational check with test paddles in bench repair and also the event occurred during operational check. However, the case remains pending repair at this time.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device still failed daily test and does not recognize the external blades after being returned from bench repair. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.